Event description:
"An IV solution with cardizem added was initiated at 9:45 am on a pt via the baxter flogard #6301 dual channel volumetric infusion pump. The total amount of solution to be infused was 125cc. The rate of infusion was set a 5cc/hour. The IV bag was found empty at 2:30 pm. Therefore, in the amount of time 25cc of solution should have infused, the pump delivered 125cc. Clinical engineering investigated the problem and found the IV tubing to be just slightly out of position in the pump and found intermittent free flow of solution to occur under this circumstance. The pump did not alarm at time of pt IV infusion or when clinical engineering duplicated the infusion error. Although in the event there was no evidence of adverse effect, this type of incident gives us great concern in regard to pt safety."